Event description:
It was reported that during the procedure the physician attempted to place the atrial lead in multiple places but the lead had high thresholds in every spot that was attempt. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).